Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/24/2015 with the following findings: a review of the black box revealed no power on reset (por) events. The returned battery cap and cartridge cap were used to complete testing. The battery compartment was found to be cracked on the side from threads to the bumper pad. No damage was found to returned battery cap. The returned battery cap was able to secure tightly to the pump and was used to complete a 24 hour duration test; there were no power interruptions duplicated during testing. The pump cover was removed; there was no evidence of internal moisture or damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap; however, the yellow o-ring was visible. It was noted that the battery cap was replaced approximately 4 to 6 months ago. There was reportedly no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.